Event description:
It was reported that the device displayed a "connect electrodes" message during patient use. It was indicated that the defibrillation electrodes had been exposed too long and the reporter believed this to be the reason the patient was not detected. A second device was connected to the patient. The defibrillation electrodes were discarded and not retained for evaluation. There was no further information on the patient or the event provided; however it was relayed that the reported failure did not have any adverse effects on the patient.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio-control was unable to obtain any additional information on the patient or the event. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.